Event description:
The customer tested her blood glucose and received a reading of 151 mg/dl. She then passed out and paramedics were called. Paramedics tested her blood glucos at 278 mg/dl, and she was treated with insulin at the hospital. The meter and strips are to be returned for evaluation, and replacement products will be sent.